Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that the display is not functioning during operational check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290. There was no reported patient involvement/adverse patient impact.